Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. The received data were carefully analysed. The available data confirmed the presence of artefacts in the rv channel, which led to vf detection, and in the far-field channel. The available episodes show no shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 48 months, oversensing without inappropriate shocks was reported via home monitoring. The lead was capped and not returned to biotronik. No adverse patient side effects have been reported.